Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of system revision due to infection. At the initial procedure, physician had difficulty repositioning the lead and left it implanted. The lead position was supposed to be more his but more septal. The lead was then explanted and was replaced. No additional adverse patient effects were reported.